Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several inappropriate electric shocks due to noise oversensing. Troubleshooting options were discussed and recommended. The patient was brought into the clinic and the noise was easily reproduce in all three vectors. A x-ray was performed and there was not clear enough to determine the cause. Subsequently, a revision procedure was performed and the s-ICD was surgically abandoned and replaced. No additional adverse patient effects were reported.